Event description:
The following is a legacy complaint (B)(4) that was investigated and closed in 2021 but is being re-opened in (B)(4) because the incident should have originally been a reportable event. Reference CAPA-34 for explanation. On 15-feb-2021 the following alleged deficiency was reported to exel by the re-seller: "the customer reports that as they were using the exel hypodermic needle to numb a female patient for a pellet insertion procedure when the needle broke off inside the patient at the hub. This required a visit to the ER where patient was placed under general anesthesia and had surgery to remove the needle from the hip area."

Manufacturer narrative:
Conclusion: since there are no abnormalities found in the retain samples of the affected lot that may cause the cannula to break or fall off and there are no defective product samples, pictures or video available for review, the probable root cause is determined to be that the needle tube was bent exceeding the tolerance of the needle tube clinical use. Based on product specification for clinical use, if the bending exceeds 20° or the needle deflection exceeds the >0.340mm limit during clinical use, there is a risk of breakage. CAPA-33 was initiated to investigate and implement methods to address needle bending exceeding tolerance. Root cause: unconfirmed, probable - needle bend exceed tolerance (B)(4)